Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) failed to deliver defibrillation therapy during ventricular fibrillation (vf) episode due to under sensing. It was reported that the patient has deceased. It was alleged that the patient passed away after untreated ventricular fibrillation (vf). No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The device session records were reviewed by technical services and it was observed that no shocks were delivered as the patient was in fine vf. The fine vf amplitude was less than the device¿s programable max sensitivity. The device functioned as programmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.